Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "leaking" implants. Devices were explanted and replaced. Manufacturer of the device is unknown.